Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During evaluation, the device did not pass final testing, and it was determined the in-line proximal filter required replacement to address the issue. The device passed final testing after replacement.